Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate pain relief. Reportedly, the issue began after the patient had a fall, and the patient turned the stimulation off because it would make her pain worse. Consequently, surgical intervention was taken and the physician added a second lead to the patient's scs system.